Event description:
Event description guidant received information that during the implant procedure, difficulty inducing ventricular fibrillation (vf) was experienced with this implantable cardioverter defibrillator (ICD). Vf was eventually induced and the device appropriately detected and treated; however, the normal sinus rhythm deteriorated back to vf. All 5 programmed shocks were delivered, but conversion was not successful. External defibrillation was also unsuccessful. CPR and insertion of arterial lines were performed and the patient was resuscitated, but the patient was brain dead.